Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing customer complaint: event date: (B)(6) 2021. The caller reported that her son's blood glucose went up to 600 mg/dl. The caller also reported that the customer's insulin pump had a insulin flow blocked alarm. The customer then alleges the insulin pump is under delivering. Functional testing to be performed/completed: device was received with a scratched case, a cracked keypad overlay, a missing reservoir tube o-ring, a keypad overlay peeling, a broken reservoir tube lip, a stained keypad overlay, a missing retainer, a cracked case-corner of belt clip rails, a pillowing keypad overlay and a serial number label missing. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. The test p-cap/reservoir does not lock in place and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Device history file/traces download was successful using thus and carelink upload was successful. There was no no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date (B)(6) 2021. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on (B)(6) 2021 at 09:33:00.000 to (B)(6) 2021 11:45:13.000 during basal delivery. Device was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The force sensor zero offset measured and within specification range. The motor was tested outside of the device and passed. Failure analysis summary: the insulin pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to verify under delivery anomaly, insulin flow blocked alarm on the displacement test, displacement accuracy test and occlusion test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 600 mg/dl and 574 mg/dl. Customer was experiencing vomiting. Customer alleged that insulin pump was under delivering. Customer stated that insulin pump had insulin flow block alarm. Customer did all possible troubleshooting for high blood glucose level. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.